Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an alarm and the pump screen was displaying a message that all insulin delivery has been stopped and to remove cartridge. However, the customer has not been able to clear the message. The customer's blood glucose (bg) level was 200 mg/dl and an insulin injection was used to address the bg level. The customer will revert to insulin injections to manage diabetes.